Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopies renal transplant, at donor's side, a stapler was used for the resection of the renal artery and renal vein. Oozing was noted after the firings. The surgeon stopped the oozing and completed the case with electrosurgical knife, but the amount of oozing was more than usual.